Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. Insulin pump passed prime, displacement and basic occlusion test. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the insulin pump and passed. Motor may have had intermittent failure that was not detected during testing. Insulin pump was unable to confirm excessive no delivery alarms due to motor error alarms.

Event description:
It is reported that customer received excessive no delivery alarms. During troubleshooting, it was found that there were air bubbles in tubing. Customer's blood glucose was 173 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.